Manufacturer narrative:
While there was no patient injury reported, this report is being submitted due to the procedural delay that occurred.

Event description:
The baylis medical company radiofrequency puncture generator was used during a procedure for transseptal puncture. When the grounding was plugged into the connector port, the grounding pad could not be detected by the generator. As a result, there was a 20 minute procedural delay. The transseptal puncture was eventually performed without use of radiofrequency energy. While there was no patient injury reported, this report is being submitted due to the procedural delay that occurred.